Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The center just answered the rep, the lead is a 3890 in 28 cm. The 3890 is a pices z quadlead, a percutaneous electrode used for spinal cord stimulation. Given the age of the pacing system and the strange impedance, if the doctor opts for a revision of the system, a replacement with a surescan system could be considered (intellis or inceptiv with vectris wire?). This would allow the patient to have a conditional full-body MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that there were no current updates and no further information has been released about the patient.

Manufacturer narrative:
G9- the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3 004209178. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient experienced neurogenic pain of the right upper limb and loss of effectiveness. The impedances, connectivity, and battery are ok. No anomaly was seen in the device reports. Due to the high impedance and the unpredictability of the impedance, it was difficult to make a longevity test. A longevity test was ran using bipole impedance value of 1,000 ohms and ins used 24 hrs/day, would expect the ins will reach eri in ±3.7 years and eos in ±4.0 years after implant date but this is not accurate due to the strange impedance. It was thought that there was a problem with the electrode. The doctor was going to first test the extension and then the electrode in the or to find out which one is the problem. It was noted that the doctor doesn¿t know when this will be possible as the health insurance has to agree first.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has not felt paresthesia for some time. It was noted that the patient had the ins since 2021, a surgical quadripolar cervical electrode implanted since 2003, and an extension since 2003. The nurse increased the amplitude to 8 volts, tested all the pads, and increased frequency and amplitude, but this had no results. The patient had no coverage. Impedance, connectivity, and battery were all ok. They took a cervical x-ray which was ok. The nurse left the programming and the rep asked the technical department for advice. The issue was not resolved. A session report and data report were provided. The session report showed that impedance was within range but had pairs with impedance as high as 7623 ohms.